Manufacturer narrative:
Initial and final MDR 1928266 - MDR 3003442380-2024-18087 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, patient complained about three infusion sets fell off during swimming. Patient also informed about staying in hot/humid climate. Patient blood glucose at the time of issue was 8.9-16mmol/l. Infusion sets were in use for one day for all the events. Patient replaced infusion sets and resumed insulin successfully. No further information available.